Event description:
Failure to osseointegrate. Implant removed due to pain, primary stability couldn't be achieved. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).